Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
A battery issue was reported. There was no patient involvement.

Manufacturer narrative:
G4: 04sep2020, b4: 08sep2020 . The field service engineer (fse) confirmed the battery issue. The fse reconnected the alternating current (ac) power cord and replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.